Manufacturer narrative:
Device is a combination product.   (B)(4).  Device evaluated by MFR: a promus premier mr, ous, mr 2.5 x 24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal end of the stent. The remaining struts were lifted and pulled distally. Based on the damage noted it is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric, de-novo target lesion containing a lesion bend of between >=90 degree was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 2.0x15 emerge balloon. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced for a few times but failed to cross the lesion. The procedure was completed with a 2.5x20 promus premier drug-eluting stent and was post-dilated using a 3.5x12mm nc emerge balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.